Manufacturer narrative:
Customer confirmed that they will not be returning the device to us. We therefore can no longer ship the device to the manufacturing site for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "getting menu temporarily unavailable message continuously, ethernet port damaged". No negative impact in state of health reported. However, they were not able to finish the procedure.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).